Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal leaked. Update from acct mgr 10dec2015 - the physician states, "the heartstring was not bad I already reported. The aorta was heavily calcified, so irregular. Hence the umbrella was not properly supported inside because of irregularity which induced leak." No real complaint to report. Issue was determined to be patient's state of health. (B)(4).